Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the pacemaker set screw could not be tightened. The pacemaker was not used and was replaced on (B)(6) 2026. The patient was in stable condition.